Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's pump alarmed for compromised force sensor system alarm. It was reported that the compromised force sensor system alarms were noted in the device's history. It was reported that the customer's blood glucose was normal. The device was reported to be out of warranty. No further information provided.